Event description:
During transfer of a child in a sling the qrh on the sling bar detached from the lift strap dropping the child to the floor. Shock and bruising on left cheek alleged. Reference MFR report # 8030916-2013-00045.